Manufacturer narrative:
Conclusion: no device was returned and no unique device identifier numbers were provided. Based on the available information a review of the device history record could not be performed and root cause could not be identified.

Event description:
Requests for additional information provided no further details.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review that a study was performed to evaluate the midterm durability of bovine jugular veins in adults implanted in a pulmonary position. The study population included 60 patients (predominantly female; mean age 26.4 years), all of which were implanted with medtronic bovine jugular vein pulmonary conduits (22-mm (n=60) and 20-mm size (n-4); serials not reported) between (B)(6) 2003 and (B)(6) 2008. One year postoperative follow-ups included 214 echocardiographic examinations of 63 patients; the average number of postoperative follow-ups was 3.4 per patient. Across all patients 1 death occurred due to a non-conduit-related neurological complication. Across all patients adverse events included: endocarditis resulting in explant (n=4, occurring 2.5, 2.6, 3.0 and 4.3 years postimplant), valve insufficiency defined as moderate/severe regurgitation resulting in explant (n=1), valve stenosis defined as peak gradients > 50mmhg resulting in explant (n=1), and interventions for balloon dilatations (n=3). No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Title: bovine jugular veins in the pulmonary position in adults ¿ 5 years' experience with 64 implantations authors: d. Boethig, m.westhoff-bleck, h. Hecker, m. Ono, a. Goerler, s. Sarikouch, t. Breymann citation: thorac cardiov surg 2009; 57: 196¿201.